Event description:
The patient had a primary surgery on (B)(6) 2022. On (B)(6) 2022, patient came in for a post-op appointment and the surgeon observed that the cup did not sit and the cause is unknown. The surgeon revised the cup, liner and head. The surgery was completed successfully. On (B)(6) 2022, the patient came in reporting pain due to joint luxation and the cause is unknown. The surgeon revised the cup, head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 november 2022. Lot: 1909329: (B)(4) manufactured and released on 12-dec-2019. Expiration date: 2024-12-01. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review. Additional component involved: ball heads: mectacer 01.29.212 biolox delta ceramic ball head 12/14 ø 40 size s - 4 (k112115) lot: 2001876: (B)(4) manufactured and released on 17-june-2020. Expiration date: 2025-06-04. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review.